Manufacturer narrative:
Visual examination of the provided photograph of the tibial component found signs of being implanted. The device was not returned for further evaluation. The DHR was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed by a health care professional. Review found aseptic loosening of the tibial component. Normal bone quality. Medical records were provided and reviewed by a health care professional. Review found knee pain and limp. Increased bone uptake in right distal femur and proximal tibia. During the revision procedure the tibial component was found grossly loose. No infection. No complications were noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42500606802 - femoral component - 64587527; 42521400810 - articular surface - 64734403; 42540000035 - patella - 64775298; unknown simplex cement. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital is conducting infection work up. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Approximately 1 year post implantation, the patient was revised due to pain. During the revision, the tibial component was grossly loose. The femur, tibia and liner were exchanged without complications. The reporter noted that the explanted devices are not available due to the hospital conducting infection work up and sonification of the implants. No signs or symptoms of infection were noted or identified. Attempts have been made and no further information has been provided.